Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ball bearings on the reciprocating saw attachment device were coming out and had snapped off. According to the report, the locking mechanism appeared to be fastened with a pin; and with constant lateral and medial movement, the pin could have snapped and broken the locking mechanism on the device. It was not reported if the device was used in surgery. There was no patient involvement. It as not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, the it was reported that the device was found on a storage shelf during the week of apr 10, 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.